Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional mitral regurgitation (mr) and calcified leaflets for a mitraclip procedure. During the procedure, clip failed established final arm angle (efaa) during first lock test and clip jumped. Troubleshooting was performed and efaa was successful. The final mr was grade <1. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.